Manufacturer narrative:
The subject device and the broken distal end were returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 18.0 mm from the distal end. There was scratch around the broken point on the probe. The fracture surface of the probe showed the scratch. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. *during output, do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments. Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities, which may lead to burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a neck dissection, the subject device was used. In the procedure, an unspecified error occurred. Although the surgeon continued to use the subject device after the check, an unspecified error occurred again. Then, the probe was broken off outside the patient when the surgeon checked it. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.